Event description:
Purchased ellume at home covid test, and took the test on (B)(6) 2021 with a positive result. No symptoms observed at the time of taking the test. Abbott ID now rapid naat test performed the next day with a negative result. Traditional pcr test taken the day after that, also with a negative result. Have not had a positive test or symptoms since the ellume test. Analyzer ID: (B)(4), lot #: 21124001. FDA safety report ID # (B)(4).